Manufacturer narrative:
(B)(4). One used transfer set was received with cap on spike (loose in pouch) and no cap on patient connector in reference to leak. The transfer set was tested underwater with leak noted from hole approximately 1/2, 8 5/8 and 12 from sleeve in closed position. This report was confirmed in the lab. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently being evaluated. A follow up report will be submitted when the evaluation results become available.

Event description:
A customer reported to baxter (B)(4) that two holes were found on the transfer set tubing. The customer confirmed that leakage occurred from the holes. The transfer set had been used for 90 days. There was no patient injury or medical intervention.